Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Concomitant medical products: reload ecr60b, batch# n53e79, lot# n4m81t.

Event description:
It was reported that during a left upper lobe resection procedure, after fired (first firing), found with little good cut line and little malformed staple line with irregular shape. The jaw could not be opened, the surgeon opened the jaw manually with force. Another like product was used to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Batch # n5673n. The ec60 device was received for analysis with no visual non-conformances and with two ecr60b cartridges reloads present. The reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridges reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.